Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient observed elevated blood glucose, suspected a leaking insulin cartridge, and received an ¿unable to proceed¿ message during a supply change that was dismissed; subsequent ¿fill tubing only¿ produced no insulin flow despite insulin being present in the cartridge, and the patient was advised to complete a full supply change and to disconnect from the ilet for two hours if taking a manual injection. Symptoms included hyperglycemia. Outcomes included transient interruption of insulin delivery with subsequent improvement in glucose after corrective actions. Investigation included review of device-reported alerts and pump history. Investigation of this case revealed evidence consistent with a cartridge leak and unsuccessful tubing priming, with recorded correction doses despite inadequate delivery. It was concluded, based on previously established findings for similar reports, that the cause was a supply chain or setup issue related to cartridge integrity or connection, leading to under-delivery.